Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that about 5 days ago the patient had a return of symptoms and was having back pain. They went to increase the stimulation but it was too high because they felt the tingling even when they still had the pain. The patient requested a manufacturer representative to reprogram them. An appointment was scheduled for (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-jan-03, additional information was received from a manufacturer representative (rep) reporting that their colleague saw the patient today ((B)(6) 2019). It was then reported that the patient had their system for their lower back pain. It was reported that the patient just had their stimulation turned too high up, on the right side of their back, which caused the stinging when they laid down. The rep re-programmed the right side to reduce the stinging, which enabled them to turn their system up. It was reported that the patient felt much better when they left. No further complications were report ed/anticipated. On 2019-jan-1, additional information was received from a manufacturer representative (rep) reporting that they had no idea what the patient¿s weight was at the time of the event, but the physician was informed that the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.